Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The indication for implantation of transvaginal mesh in this patient is mixed urinary incontinence, stress incontinence being predominant. The patient underwent an underwent tvt using uretex and cystoscopy procedure in 2007. Complications post uretex implantation: pain and recurrence.